Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they cause was because they changed the program up to 4.4; they just began feeling vibration, but the cause was unknown, and no further action will be taken. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the vibration was determined. It was reported that the issue was resolved. The cause of the therapy being forced off was determined. It was reported that the issue was resolved. (Written detail unknown as they are in a different language. Pending response from translation).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was patient stated they hadn't checked the devices due to post surgical pain they experienced. They reported they had surgery done on (B)(6) and it's already been half a month. Patient stated they asked the assistant how to use the device and the status of the device, and the assistant said they didn't know about that and asked the patient to call mdt to ask. Agent walked the patient through connecting to their implant using their handset and communicator. Agent reviewed therapy information and general programming guidance. Patient mentioned when they first tried the test run, the vibration was very obvious, but now they don't feel anything even after they adjusted the stimulation to 2.0. Patient also mentioned they think they're still not used to the usage of the therapy. Patient reported when they increased the stimulation from 0.1 to 1.6, they started to feel the stimulation, but when they pressed the program for about 4-5 times, it forced the therapy to turn off. Agent explained it's a safety feature to prevent overstimulation. Patient inquired if turning the therapy off would also turn the implanted device off at the same time. Patient service reviewed information. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the written response from the patient translates to "I don't know".